Manufacturer narrative:
Correction: b5. Product event summary: a segment of the driveline from the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual inspection and visual evidence provided by the site of the returned segment of driveline cable revealed damage to several areas of the outer sheath. Further inspection revealed damage to the insulation on several cables, thus exposing the wires. No recessed pins were observed. Functional testing of the driveline revealed that the driveline passed the continuity test and locking mechanism test. Log file analysis revealed one electrical fault alarm logged on (B)(6) 2019 at 10:15:16. The alarm was due to an over current condition resulting in the vad running on a single stator (front-stator only). As a result, the reported event was confirmed. A driveline splice repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the reported event can be attributed to a damaged driveline cable due to the reported patient¿s dog chewing the driveline cable; several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a segment of the driveline was removed and the damage to the driveline was caused by a dog bite.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath was damaged and caused an electrical fault alarm. A splice repair was performed and the driveline remains in use. No patient complications have been reported as a result of this event.